Manufacturer narrative:
(B)(4).

Event description:
The patient reported during a call for the 4 month follow up, her program had been changed several times and she had not had any improvement on her symptoms, now she had more accident's and she was told by her doctor that she was not going to have bladder infection that often. Now, she needs to take antibiotic for an upcoming dental appointment. The patient was also upset because she was told that she would get her ID card a while back.the doctor told her they are removing the implant and she wanted to know if there would be a reimbursement. The patient was not a candidate for the ambassador program. Additional information received from the manufacturer's representative noted that the patient's doctor's office saw her on monday (B)(6). The device was interrogated and no issues with the device. Based upon the voiding diaries the patient brought with her to her appointment she did have improvement however she had not recognized the improvement she had had. The patient seemed to be upset because she was not 100% cured even though the reality of the therapy was presented to her. Regarding troubleshooting, it was noted: the patient just needed a reprogramming session in order to determine which program works best for her. (B)(6) the patient received reprogramming session and she scheduled a follow-up with her office again in 3 months. Indications for use were noted as: fecal incontinence and gastrointestinal/pelvic floor.